Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of forcep is broken/missing the screw.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the device had a linkage break in the jaw area. The hinge pin, which is part of the jaw assembly, is missing. Likely fell off as a result of the linkage break. A piece of the link broke off as well. The hinge pin and the broken off linkage piece were not received with the device. The probable root cause for the reported failure involving this device could be due to user excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of forcep is broken/missing the screw.